Event description:
It was reported that during preparation of the 3.0x08 otw promus stent delivery system, the balloon did not hold negative pressure. The device was not used and there was no patient involvement. Another same stent delivery system was used to perform the procedure successfully. There was no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted blood on the hub and contrast in the inflation lumen, which is consistent with handling and preparation for use. The stent implant was stationary between the markers of the tightly folded balloon. One side of the stent implant was flattened. This damage was not noted during inspection prior to use, and therefore, may have occurred as a result of handling during sheath removal or during preparation for use; however, this cannot be confirmed. A new indeflator filled with water was used to apply negative pressure and there were no bubbles noted to the indeflator. During inflation, fluid leaked out a pinhole in the balloon over the distal balloon marker, under the stent strut. Scanning electron microscopy analysis results revealed that the balloon failure may be attributed to mechanical damage to the outer surface of the balloon. The leak was noted to be directly between one of the stent implant strut impression, and appeared to protrude inward. Factors that may contribute to a balloon leak during preparation for use include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, and interactions with accessory devices. To help ensure this type of damage is not the result of a manufacturing deficiency, all stent delivery systems (sds) are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all sds are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure and balloon integrity prior to release. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents for balloon rupture. Based on the manufacturing records review and returned product analysis, there is no indication of a product deficiency. It is possible that the flattened stent implant may have punctured the balloon causing the leak; however, this could not be confirmed. There is no evidence to suggest a potential product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.